Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that IV was clamped at the site of the patient, and pitocin was dripping in the drip chamber even though tubing was properly installed in the chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that unspecified bd¿ pump set had flow issues with the IV tubing, with "pitocin" dripping into the drip chamber despite proper tubing installation. The following information was provided by the initial reporter: "noticed that pitocin was dripping in the drip chamber, even though tubing was properly installed in the chamber. IV was clamped at the site of the patient, and ivf bolus".